Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the customer received a "power surge alert" message on their laptop when the pump was plugged into a laptop usb, so the pump could not be charged. The customer experienced this issue with multiple tandem chargers. There was no reported impact to customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.